Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure event observed during analysis. Final analysis found insulation abrasion at 17.8 cm to 18.4 cm from the distal tip exposing the outer coil. The abrasion is consistent with that of exposure to friction with another implantable device.